Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no physical damage on the device. The pump was found shifted. Functional testing was unable to confirm reported problem; however, another problem was found. The reported issue could not be confirmed. Liquid crystal display (lcd) was replaced. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device had an errored co2 sensor. No patient injury was reported.